Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, a bravo capsule which failed to attach to the patient's esophagus. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubricant was used to place the capsule. A repeat procedure was performed. No other known adverse events were reported.